Manufacturer narrative:
Additional data: b.5, b.6, d.7, d.10, g.1, h.3, h.6. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, four openings curved on the anterior and posterior and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior and three openings striated on the anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as fold flaw opening. Three striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "leak." Device remains implanted.